Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) wasn¿t working. The patient was wondering if the device not working would change anything if they were to get an MRI. It was reviewed that since the ins was still implanted, the patient would still have to follow MRI guidelines. The patient mentioned that they were considering replacing the device and had spoken with a manufacturer representative about the issue. Additional information was received from a healthcare provider (hcp). It was reported that the patient¿s ins was in an overdischarged state. The hcp stated that the patient hadn¿t charged their device in over four years. The hcp also mentioned that the patient¿s MRI was unrelated to the device or therapy. No patient symptoms were reported and there were no complications. Indication for use is rsd/causalgia-complex regional pain syndrome. Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient¿s ins had been dead for ¿years¿ (at least 5 years) and had been off for ¿a long time¿. The rep attempted to interrogate the ins with the tablet and they were unable to locate it. It was reported that it was overdischarged. The event date was asked but was unknown. No symptoms were reported. It was reviewed that it was recommended that they bring the ins out of overdischarge otherwise it would be the MRI facility¿s decision to scan the patient knowing there won¿t be any visual confirmation that the ins was off. No further complications were reported/anticipated. Additional information received. Patient reported ins had not been charged and has been "dead" for about 8 years. Pt reported they spoke to a mdt rep. (Name, unknown) 3-4 years ago in person when the pt was hospitalized and needed an MRI. The mdt rep. Told the pt that the ins could not be charged. Pt confirmed the spinal cord stimulator was not related to their hospitalization. In the past, the "mdt rep. Told the pt they could get a full body MRI with 1.5 tesla magnets." When the pt went to get an MRI on their shoulder recently, they were told they could only get a head MRI. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.